Manufacturer narrative:
Litigation papers allege that the patient suffered pain and suffering and injuries as a result of implantation and explantation of the depuy asr hip implant. Additionally, it was alleged the patient was injured by excessive levels of chromium and cobalt in her blood. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Legal claim alleges the patient was revised to address debilitating problems. Metal ion testing revealed the need to remove the system. Update - (B)(4) 2012 - litigation papers allege that the patient suffered pain and suffering and injuries as a result of implantation and explantation of the depuy asr hip implant. Additionally, it was alleged the patient was injured by excessive levels of chromium and cobalt in her blood. There is no new information that changes the outcome of the investigation. Update - (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Legal claim alleges the pt has revised to address debilitating problems. Metal ion testing revealed the need to remove the system.